Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Patient claims he was not smoking. Patient claims he heard a noise and then noticed the fire. He stated that he believed the fire started inside the unit. Provider believes the unit burned from the outside to the inside and may have been caused by the patient smoking.

Event description:
Received death certificate which indicates person involved passed on (B)(6) 2017. The cause of his death is listed as: acute chronic respiratory failure secondary to multiple comorbidities - 6 hours onset, chronic obstructive pulmonary disease - years, coronary artery disease with stents - years, chronic kidney disease - years. It does not appear as if the incident of (B)(6) caused his death.

Event description:
The person involved passed on (B)(6) 2017. Almost a month after the fire occurred. The cause of death has not been determined. The unit was returned and evaluated. Based on the damage found in the unit's upper center section assembly and front panel, it can be concluded that the unit burned from the outside to the inside. It is likely that the fire initiated at the cannula, followed the line of tubing to the unit's front panel, and burned thorough the front panel. Fueled by a continuous supply of oxygen produced by the still running unit, the fire would have likely remained concentrated in the front panel until it burned through to the interior. This would explain why the back face of the circuit board, which is the face closest to the front panel, was heavily charred while the front face saw relatively minimal damage. Furthermore, the damage to the wiring and connectors located left of the circuit board indicates that once the fire entered the unit it remained confined to the left side of the unit. This is consistent with the left biased cavity on the front panel. All other unit components showed minimal or no damage due to the fire. No signs indicating an internal unit malfunction were found.